Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastrectomy procedure, an abnormal sound was heard from the jaw when the device was fired. As the jaw was caught in something, it was difficult to open the jaw. Although the device was used 6 times to fire, the device stopped working. Another device was used to complete the procedure. There were no adverse consequences for the patient.